Event description:
Customer reported the subtraction mode would not work during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit boards on the backplane. System operates as intended.